Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced a crack in the back of the pump and the crack was affecting the pump. The customer reported blood glucose value was 450 mg/dl. The customer reported hemorrhage/blood loss/bleeding with no treatment and hyperglycemia treated with hospitalization. The event involved product(s) mmt-244a, mmt-332a and mmt-1884l. Troubleshooting was not performed for site issues. Troubleshooting was not performed for high bgs/under delivery, it was unknown that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and troubleshooting was performed for bumped/dropped/cosmetic damage, informed the customer about product replacement/return policy. No harm requiring medical intervention was reported. No product return is required for mmt-244a. Product return was requested for mmt-1884l. The customer would discontinue using the device, and the customer response was that the device would be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in section b1 (checked adverse event box), b2 (checked w.r.t treatment code), b5, d10, h1 (changed from malfunction to serious injury) and section h6 (health effect - clinical code, health effect - impact code & medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack in the back of the pump and the issues managing blood sugars due to insulin delivery. The customer reported bleeding at site. The event involved product(s) mmt-244a and mmt-1884l. Troubleshooting was performed, and the customer reported physical damage was not related to retainer ring. No harm requiring medical intervention was reported. No product return is required for mmt-244a. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/10/2024 to 01/30/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 05-feb-2025. In further review of the formatted history file 1 week prior surrounding the date of 30-jan-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 01/30/2025 13:20:00.000 replace battery alert was found on: 01/30/2025 22:51:00.000 01/30/2025 23:01:00.000 replace battery now alarm was found on: 01/30/2025 23:22:00.000 01/30/2025 23:32:00.000 pump error 23 alarm was found on: 01/30/2025 23:33:04.000 power loss alarm was found on: 01/30/2025 23:33:17.000 01/30/2025 23:33:25.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.96 mv). The pump was received with a depleted duracell alkaline battery installed. The pump was received with a battery cap with a broken 2 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.